Manufacturer narrative:
Due to character limitation e1 (event site address): (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump alarmed ¿low battery¿ and shut down about 15 or 20 minutes later although the pump was plugged in, it was not charging. No harm or injury reported.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was not charging despite being plugged in. The unit alarmed "low battery" and shut down about 15 or 20 minutes later. The customer attempted to remove the console from the cart and put it back in, but the pump would not power on. The customer stated that the batteries were stuck in place and could not be removed. The console was switched with another. There was no harm or injury to the patient. Despite good faith efforts (gfes), no repair information has been provided. If any pertinent information is provided in the future, the complaint will be updated accordingly.